Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder had ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling of the device. The device was being filled with 120ml of 5fu and sodium chloride. There was no patient involvement. No additional information is available.